Event description:
It was reported that the patient was admitted on (B)(6) 2024 with multiple presyncopal episodes upon standing. The left ventricular assist device (lvad) interrogation showed multiple pulsatility index (pi) events. The echocardiogram (echo) showed the right ventricular (rv) systolic function was mildly reduced and the aortic valve did not open. The site noted that the mildly reduced rv function did not exist prior to the lvad implant. The patient received multiple fluid boluses and underwent a speed optimization study. During the study, the revolutions per minute (rpm) were decreased to allow for more left ventricular (lv) filling and more frequent aortic valve (av) opening. On (B)(6) 2024, the patient's hemoglobin (hgb) was 6.5. The capsule endoscopy on (B)(6) 2024 showed 1 isolated arteriovenous malformation (avm) in the proximal small bowel and there was no frank blood. The patient received 3 units of blood and their coumadin was held. The patient was deemed stable for discharge on (B)(6) 2024 with a decreased international normalized ratio (inr) goal due to anemia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 - health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation to the reported right heart failure and the heartmate 3 left ventricle assist system (lvas), serial number: (B)(6), could not be conclusively established through this evaluation. Multiple attempts were made to obtain addition information regarding the event; however, no further information has been provided at this time. The patient remains ongoing on the heartmate 3 lvas, serial number: (B)(6). No device is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.